Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading was over 600mg/dl. The customer stated that she did not change the infusion set when she supposed to and fell asleep. The customer was too sick to treat when she woke up, and she went to the hospital. Troubleshooting was performed. The time, basals, and bolus history were correct. Ran a fixed prime test and passed. However, when the high pressure test was performed, the insulin was leaking at the connection of the reservoir and the infusion set and it appeared to be detached, but the customer did not notice. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.